Event description:
The facility representative reported a cut in the tubing while in use with a flo-gard pump. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The sample is not available for evaluation. Lot number is unknown; therefore, a batch review cannot be performed. The product code and lot number are unknown, therefore, a 510k cannot be provided. If any additional information becomes available a follow up medwatch will be submitted. (B)(4)